Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient has an upcoming appointment with their healthcare provider (hcp) due to their ins causing him pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-03-03 (B)(4) (con): information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on an unknown date, the patient started experiencing weakness in their legs and intermittent therapy. Also, on a few occasions the stimulation had felt like an electrical shock internally; like they got ahold of a hot wire, which was painful and hurt. The patient also was experiencing soreness at the ins site, which would last for a week or two after each recharge of the ins. The patient had seen their neurosurgeon regarding the leg weakness. The neurosurgeon was suspecting the ins was the cause after performing a myelogram. A request was made to have a manufacturer representative (rep) meet with the patient for assistance. They were redirected to their doctor to schedule an appointment with the rep. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they adjusted the stimulator at various times and found the unit turned off so they turned it back on. Other times the stimulation was too high so they had to turn it down. The patient met with a manufacturer representative for reprogramming. They noted that the shocking occurred once when they were sitting and leaned to the left, but they have not had any shocking since meeting with the representative. The patient didn¿t know the cause of the soreness and noted the soreness was intermittent.